Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure of the right knee with meniscal repair on (B)(6) 2021, it was observed that the suture on the truespan 24 degree peek device broke while tightening the knot. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of right knee acl reconstruction+meniscus suture, after 1st and 2nd firing, when tightened the suture, the suture was broken off. No additional information could be provided. The truespan gun was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The suture reported was not received for evaluation. The visual inspection of the truespan gun revealed that the implants were not received along with the needle, they were deployed. Also, it was observed that the sleeve was deformed. When performing the functional test, the red trigger was fully squeezed several times, they performed as intended and they were not jammed. A manufacturing record evaluation was performed for the finished device lot number: 7l74540, and no nonconformances were identified. Since the device reported was not received, this complaint cannot be confirmed. The possible root cause for the issue experience reported by the customer can be attributed to a sharp instrument rubbed the suture and an excessive force applied to the suture at the moment of tightening the repair as per IFU, it is important to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. Also, when penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.